Event description:
Patient also was treated with rotarex during the revascularization which occurred approximately 7 months post implantation of the complete se stents. The event was resolved.

Event description:
Three complete self expanding stents were implanted in the right leg during the index procedure. Approximately 7 months post the index procedure that patient was treated for in-stent restenosis with three in.pact admiral paclitaxel-eluting pta balloon catheters. The following day a re-occlusion of the right sfa occurred and was treated with two balloons one of which was an in.pact pacific device. The investigator has assessed that the occlusion was definitely related to the procedure and not related to the study device. The outcome was resolved.

Manufacturer narrative:
Results and conclusions: inherent risk of procedure ¿ (tvr).